Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2017 with the following findings: contamination was found under the keypad. Keys were responsive. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the keypad. This report is made based on the results of an investigation completed on (B)(6) 2017.